Event description:
It was reported that a user experienced recurrent low blood glucose episodes while using the ilet, which led to missed meal announcements and subsequent discontinuation of the device; the user later performed a device reset independently, and education was provided on the relationship between lows and meal announcements and the benefits of announcing meals. Symptoms included hypoglycemia with a nadir of 60 mg/dl. Outcomes included disrupted device use and need for user education. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed user handling and use-related factors related to missed meal announcements contributed to the events. It was concluded that the event was related to use pattern and not a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.